Event description:
On july 21, 2008, it was reported to boston scientific corporation, that a physician attempted to place a stent during an endoscopic retrograde cholangiopancreatography (ercp) four months prior (patient weight unknown).. According to the complainant, the plastic stent folded during the procedure. The procedure was completed with another flexima biliary stent. No patient complications were reported as a result of this event. The patient's condition was reported as "stable."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event product unavailable for analysis.